Event description:
Customer stated that they developed an allergic reaction after using lifestyles with spermicidal lubricant containing nonosynol-9. They experienced swelling, spouting white spots and abnormal discharge. Customer went to the doctor, and he said that customer was experiencing ar. Allergic reaction to nonoxynol-9.